Event description:
Using airseal for insufflation and it sucked a portion of the bowel up into the cannula port. Insufflation had to be turned off in order to remove the bowel from the unit. Event abated after use. Reason for use: prostatectomy.